Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 46 mg/dl, which was treated with glucose tablets and food. Customer requested assistance in making adjustments to settings per healthcare professional's request. Customer declined troubleshooting.